Event description:
A caller reported that a cartridge became disconnected from the pump during use, which caused the blood glucose level to rise significantly. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. The customer administered a corrective injection using a manual delivery method and reloaded a new cartridge into the pump, successfully resuming its operation. It was identified as a user error because the customer did not confirm the cartridge was securely clicked in. Technical support confirmed the system was working correctly and provided the necessary education, which the customer understood and acknowledged, resolving the issue without needing further assistance.